Event description:
It was reported that the patient went to the emergency room (ER) with a pod site reaction on (B)(6) 2026. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient observed the pod site to have purulent drainage. The patient was diagnosed with pump site infection with inflammation and pus extraction at the insertion site. The patient was treated with two bags of intravenous fluids and an insulin drip due to the presence of ketones (4.7). The patient was left the ER the same day, six hours later.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.2. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.